Event description:
As reported, approximately 3 years post op the initial left tka, this 62 y/o male patient was revised due to the poly delaminating. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Device is not returning, disposed of by hospital.

Manufacturer narrative:
Pending evaluation concomitant device(s): lgc tibial fit tray cem sz 3.5f / 4.5t - 02-012-45-3545, (B)(4). Three peg patella 38mm - 200-02-38, (B)(4). Logic cr femoral cem, left, sz 3.5 - 02-010-03-0235, (B)(4).

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of third body wear and rotational mismatch between the femoral and tibial components which led to wear of the tibial insert. However, this cannot be confirmed because the component was not returned for evaluation.